Event description:
The valve was implanted during open heart cardiopulmonary bypass. The pt was taken off bypass and his heart restarted. A transesophageal echocardiogram was done which showed moderate valve regurgitation with a central jet. The pt was placed back on cardiopulmonary bypass for an additional 80 minutes while the valve was explanted and another valve implanted. Reason for use: the pt needed a mitral valve replacement.